Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms impedance in the bipolar configuration, and capture and sensing anomalies. The lead was compressed in the area of the suture tie down and a fracture "some distance from the tie down" was evident on x-ray.